Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range high voltage impedance. The rv lead was capped and replaced on 10 nov 2020. The patient had no consequences.